Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
On (B)(6) 2007 the patient presented with the post-operative diagnosis of l2 through s1 scoliosis and degenerative disease and underwent an operation that consisted of a redo l1 through s1 laminectomies with l2/3 and l4/5 and l4/s1 diskectomies with interbody fusions with peek cages with auto-and allograft bone and bone morphogenic protein with reduction of spondylolisthesis and scoliosis; removal of old hardware; intraoperative fluoroscopy injection of intra-thecal duramorph, implantation of 2 intramuscular pain pumps through 2 separate stab incisions and intraoperative monitoring throughout the case. On (B)(6) 2007 the patient was discharge from hospital with the discharge diagnosis of: multilevel lumbar scoliosis, spondylolisthesis and stenosis as well as psoas muscle hematoma and ileus. From (B)(6) 2007 the patient participated in multiple physical therapy sessions. On (B)(6) 2007 the patient presented with extreme left lower extremity weakness that, reportedly, started after the surgery and a hematoma on the left psoas muscle. On (B)(6) 2007 the patient presented with left lower extremity weakness and minimal back pain. The patient utilized a walker and brace for ambulation. On (B)(6) 2007, the patient presented with left lower extremity weakness, back pain, and difficulty with ambulation. On (B)(6) 2007, the patient presented with right hip and lower extremity weakness. Per the encounter notes this was the first month the patient was walking without the brace. On (B)(6) 2007, approx. 4 mo. Post op the patient reported a 90% improvement in back symptoms but had an occasional ¿catching: that occurred in the right lower back. The patient occasionally dragged their toe when ambulating and had difficulty managing stairs though overall ambulation was improving. The patient still had a forward flexed posture. The patient demonstrated impairments in balance, gait, mobility and strength in the trunk and bilateral lower extremities. On (B)(6) 2007, the patient presented with weakness and lack of endurance, restricted rom, and occasional ¿pinching¿ at the end range of flexion. The patient occasionally utilized a cane for ambulation. On (B)(6) 2007, the patient presented with improved back and lower extremity strength. The patient occasionally utilized a cane for a mbulation. On (B)(6) 2008, the patient presented with neck pain and underwent a CT of the spine which demonstrated severe degenerative changes and loss of lordosis throughout the mid and upper cervical spine. There was ventral subluxation at c2-3 and retrolisthesis at c5-6 on a degenerative basis and left c2-3 foraminal narrowing. There was a central spinal stenosis at c5-6 secondary to spur formation most notably to the right of midline. There were no definite focal disc herniations demonstrated. On (B)(6) 2008, the patient presented with left arm and shoulder pain and underwent a emg/ncv study which revealed evidence of severe left median motor neuropathy at the wrist with ongoing innervation (carpal tunnel syndrome); severe left ulnar motor neuropathy across the elbow segment (cubital tunnel syndrome.); and mild to moderate left cs, c6, c7 chronic radiculopathy. On (B)(6) 2008, the patient presented cervical spondylosis and radiculopathy. The patient reported weakness and pain the anterior thighs and pain in the left neck and shoulders radiating into the hand. The pain was described as burning, intermittent, aching, and throbbing with weakness in the hands and knees. The patient underwent x-rays of the cervical spine which showed ventral subluxation at c2-3 measuring approx. 3mm and there was retrolisthesis at c5-6 measuring approx. 4mm. There was no definite evidence of instability on flexion-extension. There was no evidence of acute fracture and there were no significant prevertebral soft tissue abnormalities. There was a loss of central lordosis with mild diffuse kyphotic changes in the cervical spine and marked disc space narrowing with vacuum disc phenomenon and marginal osteophyte formation at c3-4, c4-5 and c5-6. On (B)(6) 2008, the patient presented cervical spondylosis and radiculopathy. From (B)(6) 2008 the patient presented for multiple physical therapy sessions with cervical spondylosis, radiculopathy, and quad weakness. On (B)(6) 2008, the patient presented with a cough and neck and left shoulder pain radiating down into the hand, left > right which the patient reported started in (B)(6) 2008. The patient reported knee difficulties including weakness and buckling. The patient also reported that they had fallen approx. 4 times in the last 6 months and that they sometimes woke with numbness in their hands. The patient complained that the symptoms occurred following a spinal surgery. Medications: aspirin, lisinopril, synthroid, misoprostol, and diclofenac. On (B)(6) 2008, the patient was discharged from physical therapy. The patient had not completed the course of therapy. On (B)(6) 2009 the patient presented with pain and underwent a CT scan of the head which was unremarkable. The patient also underwent a CT of the lumbar spine which demonstrated post-surgical changes l2-l5; a new compression at l1 anterior spondylolisthesis l4 on l5, grade 1; moderate left bulge l2-3; mild to moderate left bulge and spur l4-5; and moderated left spur and right bulge at l5-s1. There was scoliosis convex to the right. On (B)(6) 2009, the patient presented with pain and underwent chest x-rays which were unremarkable. Pacemaker noted. On (B)(6) 2009, the patient presented for a pre-operative evaluation for coronary artery disease. The patient underwent a stress adenosine myocardial perfusion study which revealed no evidence of stress induced ischemia and a normal left ventricular wall motion with calculated injection fraction at 52%. On (B)(6) 2009, the patient presented with neck and myelopathic symptoms and the preoperative diagnosis of c3 through c7 listhesis, stenosis, and hyperkyphosis. The patient underwent surgery which consisted of a c3-4, c4-5, c5-6, and c6-7 anterior cervical diskectomies and fusion with cornerstone implant, bmp, anterior cervical plating, micro-dissection, intraoperative fluoroscopy, reduction hyperkyphosis, and spinal listhesis with intraoperative electromyographic monitoring as well as bilateral upper and lower extremity motor evoked potentials and somatosensory potential. No patient complications were reported. On (B)(6) 2009, the patient was discharged from hospital. On (B)(6) 2010 the patient presented with leg weakness and balance issues. From (B)(6) 2010, the patient participated in a physical therapy series. On (B)(6) 2010, the patient presented with gait instability, decrease in balance secondary to inclusion body myositis, and intermittent thigh pain. The patient reported worsening of mobility over the past 8-12 months. The patient utilized a wheelchair for mobility. Barriers to improvement from physical therapy were listed as: degenerative changes and progressive disease. On (B)(6) 2010, the patient presented with pain and a decrease in range of motion. The patient reported having trouble getting in and out of the car. On (B)(6) 2010, the patient demonstrated severe loss of trunk extension and there was a moderate loss of quad range of motion in the bilateral lower extremities, right > left. There was an increase function in walking. On (B)(6) 2911 the patient presented with left foot and leg numbness and underwent a doppler study of the lower extremities which showed abnormal waveforms in the dorsalis pedis distribution bilaterally and diminished amplitude of digital waveform, suggesting below-knee and small vessel disease. Ankle/brachial indices were 1.3 bilaterally but may have been falsely elevated in diabetes due to calcified vasculature. On (B)(6) 2011, the patient presented, post op, for cervical spine x-rays which demonstrated an anterior cervical fusion with d ventral fixation plate across the c3 through c7 levels. There was bone plug noted at the c3-c4, c4-c5, c5-c6, and c6-c7 intervertebral spaces. There continued to be ventral subluxation at c2-3 and there was mild ventral subluxation at c7-t1. The alignment across the level of fusion appeared to be maintained and near anatomic. The neural foramina bilaterally appeared patent. It should be noted that the bone plugs remained well delineated and somewhat denser than the adjacent vertebral bodies and it was unclear if there was solid fusion. On (B)(6) 2012, the patient presented with dysphagia and a cough. The patient underwent chest x-rays which showed no acute finding. Note: a left-sided dual lead pacemaker remained in stable position. On (B)(6) 2012, the patient presented with dysphagia and underwent a swallow function test with x-rays. From (B)(6) 2013, the patient required home health care. The patient presented with pain in the lower back and leg. The patient also presented with osteoarthritis, spondylosis, mitosis, hypertension, bladder incontinence, dyspnea with moderate exertion, impaired vision, and muscle weakness. On (B)(6) 2013, the patient presented with osteoarthritis, muscular atrophy, dyspnea, severe weakness and hypertension. From (B)(6) 2013, the patient underwent multiple physical therapy sessions for strength, balance, and ambulation improvement and presented one or more of the following: difficulty walking, weakness, fatigue, imbalance, and/ or dragging of the left foot. On (B)(6) 2013, the patient presented with myositis, weakness, coronary heart disease (cad); and osteoarthritis. On (B)(6) 2013, the patient presented with onychomycosis of the right toe. On (B)(6) 2013, the patient presented with weakness, difficulty walking and balance issues. On (B)(6) 2013, the patient reported feeling like their left foot felt ¿heavy¿ when walking. The patient had hyperflexion when walking and the knee buckled when the swing was complete and the left foot was dragged. On (B)(6) 2013, the patient presented with improved walking secondary to left leg brace which also helped with a hyperextended knee. The patient reported their gait was slow and unsteady. From (B)(6) 2013, the patient presented, per a home health certification, pain, osteoarthritis, chronic airway obstruction and myalgia and myositis. The patient had difficulty walking and balance issues. The patient had the additional diagnosis of hypothyroidism, constipation, chronic iron deficiency anemia, bladder incontinence. On (B)(6) 2013, the patient presented with balance issue and weakness. The patient reported feeling unsteady on their feet. On (B)(6) 2013, the patient presented with exacerbation of anemia. Per the encounter notes the patient received a procrit injection every two weeks and iron IV therapy weekly. On (B)(6) 2013, the patient reported they were getting used to wearing the light brace and were feeling better. The patient was still having difficulty walking. On (B)(6) 2013, the patient presented with weakness. The patient reported the weakness was due to his disease process. The patient had continued difficulty walking. On (B)(6) 2013, the patient presented with improved ambulation. On (B)(6) 2013, the patient reported an object had fallen on their toe on the (B)(6). The patient also reported increased mucous, frequent expelling of mucous and coughing. On (B)(6) 2013, the patient presented with pain in legs, knees, and shoulders. The patient was under home health care for unstable cardiopulmonary condition, neuromuscular status, poor endurance, and gait abnormalities. The patient had a right toe open wound. On (B)(6) 2013, the patient presented with osteoarthritis, generalized muscle weakness, difficulty walking, hypertension, and difficulty hearing. An initial speech therapy evaluation was completed for the complaint of difficulty swallowing with the diagnosis of dysphagia. On (B)(6) 2013, the patient discharged themselves from home health services as they were unhappy with the care. On (B)(6) 2013, the patient presented with an abrasion and pain of the right toe with loose toenail. The toenail was removed by the doctor.